Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: on investigation, the alleged inaccurate delivery issue was not duplicated. Review of the black box data found that the last basal and bolus were delivered 5 days after the complaint date. No activities out of normal were found. The total daily delivery added up correctly and reflected the users programmed basal rates. The pump powered up properly. No tactile issues were found with the buttons. A normal and an audio bolus were delivered and recorded correctly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any issues. The total delivery was recorded correctly for the 24-hour basal exercise. Unrelated to the complaint, the display was found to be dim with a reddish contrast. A battery compartment crack was found at the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, the patient had blood glucose (bg) reading of over 250 mg/dl but below 500 mg/dl with no associated symptoms reported. The reporter alleged that there was an inaccurate delivery issue with the pump. Review of the total daily dose basal delivery indicated that the totals recorded was not as programmed due to basal program being changed by the customer. Review of bolus total also indicated that there was discrepancy between the manual total vs. The daily total in the pump. Troubleshooting was unable to resolve the reported issue. The reported bg excursion did not meet the criteria for a serious injury. This complaint is being reported based on an alleged history settings issue of unknown causes.